Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Elevated blood glucose was addressed with manual injection. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.